Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder failure. The product analysis confirmed the reported fluid loss. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis confirmed the reported device allegation. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device allegation could be traced to a component failure through product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) pump malfunctioned due to a suspected fluid loss. The ipp pump and cylinders were removed and replaced with new components. A new reservoir was also implanted, but the original reservoir was not explanted because it was difficult and damaging to the patient.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) pump malfunctioned due to a suspected fluid loss. The ipp pump and cylinders were removed and replaced with new components. A new reservoir was also implanted, but the original reservoir was not explanted because it was difficult and damaging to the patient.